Event description:
It was a reported that the 2.75x23mm xience skypoint stent was implanted in the proximal left anterior descending (plad) artery approximately 1 year ago. On (B)(6) 2023 the patient did not receive dual antiplatelet therapy (dapt) medication and was re-hospitalized on (B)(6) 2023 with chest pain, thrombus and a myocardial infarction. The lad was noted to have re-stenosed. A non-abbott device was used to de-clot the lesion followed by implantation of a 3.25x15mm xience skypoint stent to treat the restenosis. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
C4, d6: implant date estimated. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The reported patient effects of angina, myocardial infarction and thrombosis are listed in the xience skypoint everolimus eluting coronary stent system electronic instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the reported treatments appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.